Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the pouch ever sealed? Did the pouch break during removal or when it was in the abdomen? Is the antibiotic irrigation a standard practice for this case and/or surgeon? What was the intended stay for the patient? Was the next day discharge standard? Did the patient present with symptoms of a post operative infection? Was a post operative infection confirmed and if so, what treatment was done to address the infection? Is the device available for return in order for us to perform a detailed analysis of the product? Is the patient expected to have a full recovery? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.